Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/chronic'), autoimmune disorder ('autoimmune symptoms'), cyst removal ('cyst removal'), colon operation ('colon surgery') and facial paralysis ('beginning of facial paralysis'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". The patient's medical history included: body mass index normal. Concomitant products included: caffeine; paracetamol (excedrin aspirin free) from january 2006 to july 2019. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), malaise ("gastrointestinal or digestive system condition type: threw up sickness"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), back pain ("back pain") and arthralgia ("hip pain"). And was found to have weight decreased ("weight gain / loss (specify which one), loss"). In (B)(6) 2007, the patient experienced dental caries ("dental problems tooth decay"). In (B)(6) 2008, the patient experienced abdominal distension ("gastrointestinal or digestive system condition, type: bloating"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced acne ("rashes or skin conditions, type: pimples on skin"). In (B)(6) 2012, the patient experienced anaemia ("blood or heart disorder/condition, type: anemia"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and amnesia ("neurological conditions or problems, type: memory loss"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition, type: colon problems"). In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal") and urinary incontinence ("bladder or urinary problems or changes urinary incontinence"). In (B)(6) 2015, the patient experienced gait disturbance ("neurological conditions or problems, type: difficulty walking"). In (B)(6) 2016, the patient experienced blindness ("vision/eye problems, type: vision loss"). In (B)(6) 2016, the patient experienced dysgeusia ("allergic or hypersensitivity reaction, type: metal taste"), depression ("psychological or psychiatric problems, condition: depression") and irritability ("psychological or psychiatric problems, condition: irritability"). In (B)(6) 2017, the patient experienced facial paralysis (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain") and iron deficiency anaemia ("blood or heart disorder/condition, type: anemia") and underwent cyst removal (seriousness criterion medically significant) and colon operation (seriousness criterion medically significant). The patient was treated with surgery (surgery (other), type of surgery: removal of coils). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, acne, dyspareunia, fatigue, vulvovaginal pain, back pain and arthralgia had resolved. And the autoimmune disorder, cyst removal, colon operation, facial paralysis, abdominal pain, iron deficiency anaemia, weight decreased, dysgeusia, vaginal infection, depression, irritability, urinary incontinence, migraine, dental caries, amnesia, gait disturbance, dysmenorrhoea, blindness, malaise, gastrointestinal disorder, abdominal distension, alopecia and anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, amnesia, anaemia, arthralgia, autoimmune disorder, back pain, blindness, colon operation, cyst removal, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, gait disturbance, gastrointestinal disorder, genital haemorrhage, iron deficiency anaemia, irritability, malaise, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for pain. It was unknown, if essure was removed or not. Discrepancy noted, in date of insertion: (B)(6) 2005 and (B)(6) 2004. Current weight 95 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 20.8 kg/sqm. Hysterosalpingogram: in (B)(6) 2004, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), autoimmune disorder ('autoimmune symptoms'), cyst removal ('cyst removal'), colon operation ('colon surgery') and facial paralysis ('beginning of facial paralysis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included body mass index normal. Concomitant products included caffeine;paracetamol (excedrin aspirin free) from january 2006 to july 2019. On (B)(6) 2004, the patient had essure (ess205) inserted. In july 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), malaise ("gastrointestinal or digestive system condition type: threw up sickness"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), back pain ("back pain") and arthralgia ("hip pain") and was found to have weight decreased ("weight gain / loss (specifywhich one) loss"). In september 2007, the patient experienced dental caries ("dental problems tooth decay"). In january 2008, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In july 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2009, the patient experienced acne ("rashes or skin conditions type: pimples on skin"). In june 2012, the patient experienced anaemia ("blood or heart disorder/condition - type: anemia"). In august 2012, the patient experienced migraine ("migraines / headaches") and amnesia ("neurological conditions or problems type: memory loss"). In april 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: colon problems"). In june 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary incontinence ("bladder or urinary problems or changes urinary incontinence"). In june 2015, the patient experienced gait disturbance ("neurological conditions or problems type: difficulty walking"). In may 2016, the patient experienced blindness ("vision/eye problems type: vision loss"). In june 2016, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste"), depression ("psychological or psychiatric problems condition: depression") and irritability ("psychological or psychiatric problems condition: irritability"). In may 2017, the patient experienced facial paralysis (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain") and iron deficiency anaemia ("blood or heart disorder/condition type: anemia") and underwent cyst removal (seriousness criterion medically significant) and colon operation (seriousness criterion medically significant). The patient was treated with surgery (surgery (other) type of surgery: removal of coils). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, acne, dyspareunia, fatigue, vulvovaginal pain, back pain and arthralgia had resolved and the autoimmune disorder, cyst removal, colon operation, facial paralysis, abdominal pain, iron deficiency anaemia, weight decreased, dysgeusia, vaginal infection, depression, irritability, urinary incontinence, migraine, dental caries, amnesia, gait disturbance, dysmenorrhoea, blindness, malaise, gastrointestinal disorder, abdominal distension, alopecia and anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, amnesia, anaemia, arthralgia, autoimmune disorder, back pain, blindness, colon operation, cyst removal, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, gait disturbance, gastrointestinal disorder, genital haemorrhage, iron deficiency anaemia, irritability, malaise, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for- pain. It was unknown if essure was removed or not. Discrepancy noted in date of insertion (B)(6) 2005 and (B)(6) 2004 current weight 95 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in september 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Event pelvic pain make serious incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metal taste, infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression, irritability, rashes or skin conditions type: pimples on skin, bladder or urinary problems or changes urinary incontinence, migraines / headaches, dental problems tooth decay, neurological conditions or problems type: memory loss, difficulty walking, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: vision loss, fatigue, gastrointestinal or digestive system condition type: threw up sickness, colon problems, bloating, beginning of facial paralysis, hair loss, blood or heart disorder/condition - type: anemia, vaginal pain, back pain, hip pain. Outcome of event genital haemorrhage, pelvic pain were updated. Onset date of event pelvic pain were updated. Reporter information, concomitant drug, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), autoimmune disorder ('autoimmune symptoms'), cyst removal ('cyst removal'), colon operation ('colon surgery') and facial paralysis ('beginning of facial paralysis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included body mass index normal. Concomitant products included caffeine;paracetamol (excedrin aspirin free) from (B)(6) 2006 to (B)(6) 2019. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), illness ("gastrointestinal or digestive system condition type: threw up sickness"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), back pain ("back pain") and arthralgia ("hip pain") and was found to have weight decreased ("weight gain / loss (specifywhich one) loss"). In (B)(6) 2007, the patient experienced dental caries ("dental problems tooth decay"). In (B)(6) 2008, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced acne ("rashes or skin conditions type: pimples on skin"). In (B)(6) 2012, the patient experienced anaemia ("blood or heartdisorder/condition - type: anemia"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and amnesia ("neurological conditions or problems type: memory loss"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: colon problems"). In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary incontinence ("bladder or urinary problems or changes urinary incontinence"). In (B)(6) 2015, the patient experienced gait disturbance ("neurological conditions or problems type: difficulty walking"). In (B)(6) 2016, the patient experienced blindness ("vision/eye problems type: vision loss"). In (B)(6) 2016, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste"), depression ("psychological or psychiatric problems condition: depression") and irritability ("psychological or psychiatric problems condition: irritability"). In (B)(6) 2017, the patient experienced facial paralysis (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain") and iron deficiency anaemia ("blood or heart disorder/condition type: anemia") and underwent cyst removal (seriousness criterion medically significant) and colon operation (seriousness criterion medically significant). The patient was treated with surgery (surgery (other) type of surgery: removal of coils). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, acne, dyspareunia, fatigue, vulvovaginal pain, back pain and arthralgia had resolved and the autoimmune disorder, cyst removal, colon operation, facial paralysis, abdominal pain, iron deficiency anaemia, weight decreased, dysgeusia, vaginal infection, depression, irritability, urinary incontinence, migraine, dental caries, amnesia, gait disturbance, dysmenorrhoea, blindness, illness, gastrointestinal disorder, abdominal distension, alopecia and anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, amnesia, anaemia, arthralgia, autoimmune disorder, back pain, blindness, colon operation, cyst removal, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, gait disturbance, gastrointestinal disorder, genital haemorrhage, illness, iron deficiency anaemia, irritability, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for- pain. It was unknown if essure was removed or not. Discrepancy noted in date of insertion (B)(6) 2005 and (B)(6) 2004. Current weight 95 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Aka name added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), autoimmune disorder ('autoimmune symptoms'), cyst removal ('cyst removal'), colon operation ('colon surgery') and facial paralysis ('beginning of facial paralysis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included body mass index normal. Concomitant products included caffeine; paracetamol (excedrin aspirin free) from (B)(6) 2006 to (B)(6) 2019. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), malaise ("gastrointestinal or digestive system condition type: threw up sickness"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), back pain ("back pain") and arthralgia ("hip pain") and was found to have weight decreased ("weight gain / loss (specifywhich one) loss"). In (B)(6) 2007, the patient experienced dental caries ("dental problems tooth decay"). In (B)(6) 2008, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced acne ("rashes or skin conditions type: pimples on skin"). In (B)(6) 2012, the patient experienced anaemia ("blood or heartdisorder/condition - type: anemia"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and amnesia ("neurological conditions or problems type: memory loss"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: colon problems"). In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary incontinence ("bladder or urinary problems or changes urinary incontinence"). In (B)(6) 2015, the patient experienced gait disturbance ("neurological conditions or problems type: difficulty walking"). In (B)(6) 2016, the patient experienced blindness ("vision/eye problems type: vision loss"). In (B)(6) 2016, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste"), depression ("psychological or psychiatric problems condition: depression") and irritability ("psychological or psychiatric problems condition: irritability"). In (B)(6) 2017, the patient experienced facial paralysis (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain") and iron deficiency anaemia ("blood or heart disorder/condition type: anemia") and underwent cyst removal (seriousness criterion medically significant) and colon operation (seriousness criterion medically significant). The patient was treated with surgery (surgery (other) type of surgery: removal of coils). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, acne, dyspareunia, fatigue, vulvovaginal pain, back pain and arthralgia had resolved and the autoimmune disorder, cyst removal, colon operation, facial paralysis, abdominal pain, iron deficiency anaemia, weight decreased, dysgeusia, vaginal infection, depression, irritability, urinary incontinence, migraine, dental caries, amnesia, gait disturbance, dysmenorrhoea, blindness, malaise, gastrointestinal disorder, abdominal distension, alopecia and anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, amnesia, anaemia, arthralgia, autoimmune disorder, back pain, blindness, colon operation, cyst removal, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, gait disturbance, gastrointestinal disorder, genital haemorrhage, iron deficiency anaemia, irritability, malaise, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for- pain. It was unknown if essure was removed or not. Discrepancy noted in date of insertion (B)(6) 2005 and (B)(6) 2004. Current weight 95 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in september 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), autoimmune disorder ('autoimmune symptoms'), cyst removal ('cyst removal'), colon operation ('colon surgery') and facial paralysis ('beginning of facial paralysis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included body mass index normal. Concomitant products included caffeine;paracetamol (excedrin aspirin free) from (B)(6) 2006 to (B)(6) 2019. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), malaise ("gastrointestinal or digestive system condition type: threw up sickness"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), back pain ("back pain") and arthralgia ("hip pain") and was found to have weight decreased ("weight gain / loss (specify which one) loss"). In (B)(6) 2007, the patient experienced dental caries ("dental problems tooth decay"). In (B)(6) 2008, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced acne ("rashes or skin conditions type: pimples on skin"). In (B)(6) 2012, the patient experienced anaemia ("blood or heart disorder/condition - type: anemia"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and amnesia ("neurological conditions or problems type: memory loss"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: colon problems"). In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary incontinence ("bladder or urinary problems or changes urinary incontinence"). In (B)(6) 2015, the patient experienced gait disturbance ("neurological conditions or problems type: difficulty walking"). In (B)(6) 2016, the patient experienced blindness ("vision/eye problems type: vision loss"). In (B)(6) 2016, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste"), depression ("psychological or psychiatric problems condition: depression") and irritability ("psychological or psychiatric problems condition: irritability"). In (B)(6) 2017, the patient experienced facial paralysis (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain") and iron deficiency anaemia ("blood or heart disorder/condition type: anemia") and underwent cyst removal (seriousness criterion medically significant) and colon operation (seriousness criterion medically significant). The patient was treated with surgery (surgery (other) type of surgery: removal of coils). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, acne, dyspareunia, fatigue, vulvovaginal pain, back pain and arthralgia had resolved and the autoimmune disorder, cyst removal, colon operation, facial paralysis, abdominal pain, iron deficiency anaemia, weight decreased, dysgeusia, vaginal infection, depression, irritability, urinary incontinence, migraine, dental caries, amnesia, gait disturbance, dysmenorrhoea, blindness, malaise, gastrointestinal disorder, abdominal distension, alopecia and anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, amnesia, anaemia, arthralgia, autoimmune disorder, back pain, blindness, colon operation, cyst removal, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, gait disturbance, gastrointestinal disorder, genital haemorrhage, iron deficiency anaemia, irritability, malaise, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for- pain. It was unknown if essure was removed or not. Discrepancy noted in date of insertion (B)(6) 2005 and (B)(6) 2004. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram in (B)(6) 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: plaintiff fact sheet and medical records received. Event pelvic pain make serious incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metal taste, infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression, irritability, rashes or skin conditions type: pimples on skin, bladder or urinary problems or changes urinary incontinence, migraines / headaches, dental problems tooth decay, neurological conditions or problems type: memory loss, difficulty walking, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: vision loss, fatigue, gastrointestinal or digestive system condition type: threw up sickness, colon problems, bloating, beginning of facial paralysis, hair loss, blood or heart disorder/condition - type: anemia, vaginal pain, back pain, hip pain. Outcome of event genital haemorrhage, pelvic pain were updated. Onset date of event pelvic pain were updated. Reporter information, concomitant drug, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.